Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the mpj will not calibrate joystick throw, chair drives erratically.